Manufacturer narrative:
Internal file number: (B)(4). Correction: the device was discarded and will not return for analysis. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a superficial femoral artery (sfa) with moderate calcification. The supera stent delivery system advanced to the lesion without reported issues. Stent deployment was attempted, however, resistance was noted with the thumbslide and deployment/thumbslide use was no longer attempted. The device was removed without issue and another device (same part/lot) was used in replacement. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.